Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 6 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with shortness of breath (sob). The valve was found to be stenotic. At the time of the report, the patient was being worked up for a possible valve in valve procedure. No further information is available at this time.

Manufacturer narrative:
Medical records review revealed 6 years post sapien 3 valve implant the patient presented with occasional shortness of breath with heavy exertion and lower extremity swelling. Tte indicated severe stenosis of the implanted sapien 3 valve. Thrombosis was suspected and anticoagulation therapy was initiated. Tee performed one month later, indicated severe aortic stenosis present in the well seated valve. The left coronary and right coronary equivalent cusps were non-mobile due to calcification. A small, mobile component favored to represent leaflet thrombosis was also observed. Four months post initiation of the anticoagulation therapy, the echo reports indicated severe aortic stenosis with a peak velocity in the 3.6m/s range. Since the last evaluation, the aortic valve had severely narrowed. Overall, the patient reported that there had been a change since last year. A tee was ordered and confirmed thickening and relative hypomobility of the leaflets but identified the possibility of some thrombosis as well. The anticoagulation therapy was continued. Echo, performed following 3 months of anticoagulation therapy, indicated moderate-to-severe aortic stenosis. The patient reported some dyspnea on exertion. The plan was to review the patient's case with the site's multidisciplinary panel to assess the risk of coronary occlusion during a valve in valve (viv) procedure.

Manufacturer narrative:
Additional information: section h6, section h10. Additional information received indicated the postponed valve in valve procedure was completed in (B)(6) 2022. At the time of the report, the patient was doing well. All valves remain implanted in the patient.

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records review. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (hyperlipidemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.